Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the "sensor tip was left in the skin" and experienced bleeding on the day of applying an adc freestyle libre sensor. Customer had contact with the healthcare provider who removed the sensor tip and cleaned and applied bandage to the site. No further treatment was reported. There was no report of death or permanent injury associated with this event.